Event description:
It was reported that during a farapulse procedure to treat atrial fibrillation, a faradrive sheath was selected for use. Following the use of a transseptal access device and mapping catheter with the faradrive sheath, a farawave catheter was inserted into the sheath. At this time, the sheath was aspirated and remarkable amounts of air were aspirated from the sheath. The sheath was replaced with a similar device, which displayed the same issue with a lot of micro bubbles being withdrawn during aspiration. Finally, a third similar sheath was used, the air issue was resolved, and the procedure was completed. No patient complications were reported. This complaint is associated with the first faradrive sheath used in the procedure.